Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process. (B)(4) submitted for adverse event which occurred on (B)(6) 2009. (B)(4) submitted for adverse event which occurred on (B)(6) 2011. (B)(4) submitted for adverse event which occurred on (B)(6) 2016.

Event description:
It was reported by an attorney that the patient underwent ventral and umbilical hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent open and laparoscopic ventral hernia repair and lysis of adhesions on (B)(6) 2009 during which the surgeon noted extensive adhesions to the mesh superiorly and involved the transverse colon. The mesh was divided at a distance of about 8 cm. It was reported that the patient underwent ventral hernia repair surgery and extensive adhesiolysis greater than 2.5 hours on (B)(6) 2011. It was reported that the patient underwent extensive lysis of adhesions on (B)(6) 2016. It was reported that the patient experienced severe pain, dense adhesions, inflammation, scarring, stress and anxiety. No additional information was provided.